Event description:
It was reported that during preparation for a coronary stenting treatment procedure, it appeared that the balloon and stent were separated. The device was not used in the procedure. Patient's status is reported as "ok".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.